Event description:
It was reported that an african america female patient who underwent a primary breast reconstruction procedure with an unspecified mentor smooth saline breast prosthesis developed capsular contracture (baker grade unknown) in her left breast post implantation. As a result, the patient underwent explantation and replacement with an unspecified mentor smooth gel breast prosthesis on (B)(6) 2018. The suspect medical device was discarded following explant surgery.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).